Manufacturer narrative:
Unit passed active current measurement and displacement test. Unit received with this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running confirmed in pump history and had high sleep current showing unexpected battery power loss, problem isolated to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.